Event description:
Boston scientific received information that this caller was experiencing some difficulty interrogation this pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.